Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was stuck on coagulation before the surgery, while preparing for the procedure. Another device was brought into the room to complete the surgery. There was no patient involved when the event occurred.